Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the lead was extrinsically damage at distance 30cm. Outer insulation melted. Proximal coil: 1 out of 5 filars melted. No conductor or insulation breach in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.